Manufacturer narrative:
The transmitter was unable to charge due to a damaged pin. The functional test could not be performed due to the charge anomaly. The transmitter was received with contamination on all pins.

Event description:
It was reported that the customer had low blood glucose levels of 39mg/dl and went up to 65mg/dl after they treated. The customer also reported sensor errors, and issues with their transmitter. Customer's blood glucose level at the time 104mg/dl. Troubelshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.